Event description:
Md attempting to remove old hardware in r.hep-screw extractor was not the correct size but attempt was made. Tip of screw extractore broke off into the retained hardware md. Felt he was able to remove some of it but some small pieces may be retained problem is probably related to not having correct size extractive due to hardware being 17 yrs old.